Manufacturer narrative:
T-uptake qc was out of range following the event. A customer technical support (cts) recommended the customer to perform a diagnostic system check, which failed. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the wash buffer supply line to the wash valve was cracked. This would allow air into the wash valve and precision valve. The fse replaced the cracked tubing and all verification testing passed within specifications. After the service repair, the customer repeated all patient samples during the time frame in question, and the only erroneous results were for this patient. Even though the tsh and t-uptake results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware failures may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low thyroid stimulating hormone (tsh) and erroneously high t-uptake results generated by the access 2 instrument for one patient. The initial tsh result of 0.02uiu/ml and t-uptake result of 59% were reported out of the lab. After the instrument repair, the original sample was re-tested and tsh and t-uptake results were in the normal reference range: tsh - 3.32 uiu/ml. T-uptake - 47%. A corrected report was sent. It is unknown if patient treatment was affected as a result of this event.